Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the image of the subject device had noise and then was not displayed. The subject device had been returned to sorc for repair of the abnormal image, vertical stripes. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon. It was found that the image of the subject device had noise and then not displayed due to the damaged ccd part and the scratched electrical contacts of the video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] the probable cause from the reported phenomenon was the failure of the image sensor, the board inside the video connector, or the malfunction of the system. Alternatively, since the inspection report of olympus service operation repair center (sorc) stated "the malfunction was occurred due to scratches on the electrical contacts of the video connector", there was a possibility that it may have occurred due to poor contact between the electrical contacts of the video connector and the electrical contacts on the system side. However, the cause of the reported phenomenon could not be identified because the subject device was not sent to the manufacturing site. As well as the cause of the scratches on the electrical contacts could not be specified concretely, but it was possible that something hard had come into contact with the electrical contacts. If additional information becomes available, this report will be supplemented.